Event description:
It was reported that the device failed calibration. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 07-jun-2022. Issues were found during testing and repair. No patient involvement.

Manufacturer narrative:
Event problem and evaluation codes: updated . Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the battery door was missing. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced the dso (downstream occlusion) sensor and also the uso (upstream occlusion) sensor for preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: h4: correction: device manufacturing date: 16-aug-2012